Event description:
Related manufacturer report number: 3006705815-2022-01079. It was reported the patient had multiple falls and lost effective therapy. X-rays were taken, the left lead migrated. During the procedure, the physician confirmed the lead was fractured. Surgical intervention was taken to replace the lead. Post-operatively, stimulation therapy was restored. It is unknown which lead has migrated, as such both leads are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2022-01079.